Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported moisture damage on the insulin pump. The customer states she jumped in the pool while wereing her insulin pump. This cause fluid to enter the pump leaving is fluid under the display screen. The customer also mentioned having to change the battery out due to a battery out limit alarm. The customer blood glucose level was unknown. The device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronic and motor assembly. The battery was inserted multiple times and all operating currents were within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.